Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported "right side rupture" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported "a right side rupture" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional reported "a right-side rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, b7, h6.